Event description:
It was reported by the patient's family that the power cord to the remote monitor "looks bent" and was no longer bringing power to the monitor. A replacement power cord was sent to see if the situation resolves. No patient complications were reported. It was further reported by the patient that the new power cord was received but did not provide power to the monitor. The monitor was replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.